Event description:
It was reported that during a hemicolectomy, when the doctor tried ligation, the clip fell.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1600794 was manufactured on 12/05/2016 a total of (B)(4) pieces. Lot was released on 12/08/2016. DHR investigation did not show issues related to complaint. Per DHR the product auto endo5 ml lot # 73l1600794 was manufactured on 12/05/2016 a total of (B)(4) pieces. Lot was released on 12/08/2016. DHR investigation did not show issues related to complaint. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a tab at the distal end of the channel bent inwards. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first three clips were unable to properly load into the jaws of the applier due to the bent tab on the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that both jaws were bent. No other damages were observed. It could not be determined exactly how the channel or jaws got bent, but it appears that operational context caused or contributed to this event. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip slipped off vessel" was confirmed based upon the sample received. Upon functional inspection, it was found that a tab on the distal end of the channel and both jaws were bent which prevented the clips from properly loading. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that during a hemicolectomy, when the doctor tried ligation, the clip fell.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a hemicolectomy, when the doctor tried ligation, the clip fell.